Manufacturer narrative:
There has been a previous report received where stalling has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Battery (was charged 118 times with an operating time of 14:38:11 hours, whereby 7 charging cycles would have been sufficient) defective. 58881 foot control (cable break) defective. The housing has cracked in several places (probably due to a fall) has no effect on the function. Micromotor smr1212088 tested, without errors. Delivered without power supply. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a silver reciprocal motor stops during use; no injury resulted.